Event description:
During outpatient left shoulder arthroscopy procedure, tubing became disconnected from arthrex arthroscopy pump. Surgeon re-connected the tubing while pump was on. Pt's left shoulder filled with approx 1500cc lr with epi before pump was shut off manually. Surgery aborted. No apparent pt harm per follow up visit to surgeon's office. Surgery rescheduled.